Event description:
During review of medical records it was discovered that patient had peritonitis on (B)(6) 2014. On (B)(6) 2014, the patient called the pd clinic stating that she may have peritonitis. She stated that her pd fluid was hazy and she had abdominal pain. The patient was instructed to perform a manual exchange and bring the effluent pd fluid into the clinic. The pd fluid was sent for a culture, gram stain and cell count. She was given intraperitoneal vancomycin 2 grams, gentamycin 40mg, heparin 1000 units per liter to dwell for six hours. The patient was instructed to continue intraperitoneal gentamycin 40mg to one exchange daily until the culture results were received. The patient stated that she could not identify a break in aseptic technique; however it was documented in the patient's medical record that she does not routinely wear a mask while setting up her treatments. On (B)(6) 2014, the patient's effluent pd fluid results showed a cell count of predominantly mononeutrophils and the gram stain showed gram positive cocci. The gentamycin was discontinued. On (B)(6) 2014, the patient was seen in the pd clinic for f/u and to receive her second dose of antibiotic. Her effluent pd fluid was clear and she was given intraperitoneal vancomycin 2 grams. She denied abdominal pain. The patient was scheduled to return to the pd clinic in two weeks for a repeat cell count.

Manufacturer narrative:
Although this event of peritonitis will be reported as a serious injury, it is undetermined if there is a casual relationship between the event and the liberty cycler. There was no report of device malfunction or the device being out of specifications. It was documented that patient does not routinely wear a mask when setting up for her pd treatments. Peritonitis is a known complication of peritoneal dialysis and is usually the result of a break in aseptic technique. A supplemental report will be submitted upon completion of the plant's investigation.